Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a revision done on friday because the battery was put down too low and it was working fine when it was first put in, but then they noticed that the communicator wasn't working correctly after the surgery and now they are not getting any stimulation from it and they can't get the handset and communicator to work correctly. The patient reported that they turned the therapy off for the surgery, and when they turned it back on, they didn't feel any stimulation and it has been acting up ever since. Upon further questioning, the caller reports seeing a message that it is at maximum settings. Agent confirmed that the externals are working correctly and communicating with the implant, the message is from the implanted device. The caller noted that they are seeing this message on all 7 programs. The caller confirmed that they have not had any falls or trauma. The issue was not resolved through troubleshooting. The call was redirected to the healthcare provider.